Manufacturer narrative:
(B)(6). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio control to report that their device had displayed a blank screen when powered on. It can be an indicative of a device lock up and the device may not be able to provide defibrillation therapy, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio control evaluated the customer's device and was not able to verify or duplicate the reported issue. After performing unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. The root cause of the reported issue could not be determined.

Event description:
The customer contacted physio control to report that their device had displayed a blank screen when powered on.. It can be an indicative of a device lock up and the device may not be able to provide defibrillation therapy, if needed. There was no patient use associated with the reported event.